Event description:
Event description guidant received information that the patient this cardiac resynchronization therapy defibrillator (crt-d) suffered a left hemispheric cerebral infarction during the implant procedure.